Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio pro meter read inaccurately high. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began "around 3 weeks" prior to contacting lfs. The patient reported obtaining blood glucose results around "520 to 560 mg/dl" with the subject meter. The patient reportedly did not feel his blood glucose was that high which prompted him to retest on another meter. The patient obtained results of "100-130 mg/dl" with the other meter. Around that same time frame, the patient also reported obtaining another "high result" with the subject meter; however, specific results were not provided. The patient manages his diabetes with insulin. Based on the alleged "unknown" result, the patient administered self humalog insulin (amount not specified). About 1 hour and 20 minutes later, the patient claimed he felt dizzy and "had a hypo." Specific symptoms were not provided. The patient ate a grape sucker as treatment and felt better about 3 hours after. The patient alleged the issue occurred on more than one occasion. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through quality control testing. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.